Manufacturer narrative:
The investigation into the reported issue has been completed. No product was received for evaluation. The cause of the purge leak was most likely a damaged valve caused by improper use technique.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. A nurse on orientation attempted a cassette change. The nurse initially damaged the first cassette by improperly placing the cassette into the automated impella controller and damaging the blue tubing on the cassette. Immediately, purge fluid began leaking out of the cassette door. The same nurse attempted to remove the damaged cassette and broke the blue plastic piece off the air sensor. A backup automated impella controller was required. No patient harm was reported.